Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments and was analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. Visual summary analysis of the lead was performed. Concomitant medical products: 5076 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock due to noise oversensing, and the right ventricular (rv) lead exhibited high impedances and an apparent fracture. The lead was programmed off, and was later explanted and replaced. No further patient complications have been reported as a result of this event.